Event description:
Patient came to the clinic and reported that he has been getting high sugar results on his meter, patient's test strips were found to be defective. Lot # 1020215082, exp 03/31/2017, defective test strips removed from patient and new rx for test strips given. Nova maxz plus test strips stopped using on (B)(6) 2015.